Event description:
It was reported that a missing wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5156906, mw5156907, and mw5156908

Event description:
A voluntary medwatch report was received on (B)(6) 2024. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(4) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.